Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d8; g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, the customer called and reported the malfunction to the technical assistance center (tac). Tac provided remote troubleshooting and walked the customer through the assignment again. The assignment was successful. Case history showed repeated calls for similar assistance. Tac sent cv-190 instruction for use (IFU) for future reference. The complaint was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device a front panel switch malfunction even after the scope was switched. The issue was found during set up of the device. There was no patient involvement.